Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The patient underwent acupuncture and her device subsequently stopped working. The lead was explanted. The patient's outcome is unknown. Further info is being requested from the hcp.